Event description:
It was reported that it was not possible to carry out testing before explantation. The patient was explanted, however, the date is currently unknown.

Manufacturer narrative:
The device has been explanted and returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.